Event description:
During a user test, it was reported that the device illuminated the service light when the leads button was pressed. Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. Further evaluation of the removed assembly found a malfunction that resulted in no ECG thru the therapy cable or paddles. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The device was returned to the customer for use following the repair. The removed system/memory pcb assembly was further evaluated and the most probable cause for this issue determined to be a temperature sensitive ic chip, designator u136, however, physio is unable to determine if u136 is the conclusive cause of the malfunction since the component is a ball grid array (bga) chip that could not be removed and replaced for trouble shooting purposes.